Event description:
It was reported that on (B)(6) 2023, a patient presented with grade 4 denergative mitral regurgitation (mr) and calcification on the anterior leaflet for a mitraclip procedure. Two mitraclip xts were implanted in the patient. The procedure went well, and there were no adverse effects. The mr was reduced to grade <1. A post-procedural transesophageal echocardiogram (tee) was performed, which displayed some device settling of one of the clips (30324r1115). Per the physician, the device settling was not at a degree to affect the mr grade. On (B)(6) 2024, the patient presented with severe (grade 4) mr. It was noted that both the implanted clips had opened and the gripper on one clip was missing. Surgery was performed and the two clips were removed and a mitral valve replacement was performed. Per the physician, this was delayed opening of both clips and he felt this was different than the original 'clip opened while locked' (cowl) issues identified by the field. The patient is stable and recovering well.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Manufacturer narrative:
Correction to include h6 - adverse event problem - heath effect - impact code 4607.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked. The reported recurrent mr appears to be due to procedure conditions (due to clip opened while locked and/or due to the slda from the other clip). Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿procedural cine was provided for the time points below: echo (tee) (B)(6) 2023: one hundred forty-five echocardiographic videos taken during the first procedure on (B)(6) 2023 were provided. All 145 videos were reviewed in the attached document "(B)(4) plano cowl july 2023 echo review.doc". Fluoroscopy (B)(6) 2023: one fluoroscopic video was taken during the procedure on (B)(6) 2023. The video was taken after deployment of the second clip. Two fully deployed clips can be visualized, with the second cds visible with the delivery catheter (dc) fully retracted. There are no issues or abnormalities observed in the video. Echo (tte) (B)(6) 2023: sixty-six (66) echo videos were taken one day post procedure ((B)(6) 2023) on patient discharge. Videos taken at the 10:50:54 mark shows one clip with increased, abnormal movement and potential slda. Echo (tte) (B)(6) 2023: sixty (60) echo videos were taken at the thirty day follow up on (B)(6) 2023. Significant, abnormal movement of one of the clips can be seen, similar to what was observed in the tte taken during discharge and is indicative of an slda. Based on the cine provided, an slda of the central clip is evident in both the tte video taken during discharge ((B)(6) 2023) and at the 30 day follow up ((B)(6) 2023). There is no evidence of post deployment cowl and the reported detached gripper cannot be confirmed via the cine provided. However, the photographs taken of the valve during the mitral replacement procedure ((B)(6) 2024) confirms that the posterior-facing gripper of the central clip is missing (detached).¿

Event description:
Subsequent to the initial report: it was reported that on (B)(6) 2024, the discharge transthoracic echocardiogram (tte) was reviewed. The mitraclip xt ((B)(6)), implanted more central on the mitral valve, had a single leaflet device attachment (slda). The physician initially believed the degree of clip opening is what contributed to the slda overtime, and subsequent residual mr. After further review, it was noted the slda occurred 24 hours post-procedure ((B)(6) 2023), which went unnoticed as the mr was not significant enough to warrant concern. The patient returned for a 30-day checkup on (B)(6) 2024, and severe mr had returned. Additionally, a chorda was noted in the slda clip arm when the clip was surgically explanted on (B)(6) 2024, but the physician states the implantation of the clips went smoothly and there was no entanglement at the time of the clip procedure. The physician is concerned if the gripper break contributed to the slda. The patient had a full body CT scan and the gripper was not visualized in the anatomy. It is believed that it may have been removed from the anatomy during the valve surgery, but this cannot be confirmed.